Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. They reported that they had experienced a low blood glucose of 45 mg/dl. No further details were given. The customer was offered troubleshooting but requested a follow up on a different time. The insulin pump will not be returned for analysis.